Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4lbs due to faulty force sensor resistor. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 71 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that they were stuck in rewind loop. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.